Event description:
Caller reported a tandem mobi cartridge alarm that caused the customer's blood glucose level to be displayed as "high," exceeding 500 mg/dl. The customer administered a correction bolus via the pump to address the high blood glucose, and there was no need for third-party assistance. Tandem technical support confirmed the issue and decided to replace the pump. The customer will use multiple daily injections as backup therapy to ensure insulin delivery continues and was provided with instructions on handling the situation, including returning the faulty pump and receiving the replacement.